Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed that the issue did not adversely impact the customer¿s blood glucose level. Technical support confirmed a cartridge alarm and noted instances on december 6th, 13th, and 14th. To resolve the issue, technical support arranged for a replacement pump to be sent to the customer, as the current pump is under warranty. The customer was instructed on how to place the pump into storage mode for return and advised to return it within 10 days to avoid additional charges. The customer will receive a pump with updated software and will use mdi as a backup therapy to ensure uninterrupted insulin delivery. They were also guided on setting up and connecting their cgm to the replacement pump.